Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an active cord was used during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the active cord failed to transmit current when it was used to coagulate and prevent bleeding post polypectomy. The generator was on the proper settings and they have not had any issue before. Reportedly, the procedure was completed with no further devices used. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine. Note: according to the complainant, two gold probe units and an active cord unit was attempted to use to coagulate and prevent bleeding post polypectomy. However, per the gold probe directions for use, the device is intended to be used with a bipolar electrosurgical generator or a bipolar cable adapter. The active cord is intended to be used with monopolar devices.